Event description:
The medical devices were used to carve the cranial nerves around my upper right eye tooth. Which caused the jugular vein to be calcified and full of holes. Where you stay in endless chronic pain. And bleed to death. The medical device that was carelessly used by a doctor, with attention defaults, who went from one tooth to the other cutting out the teeth and leaving part of a sharp pick under the back molar. That the other dentist are refusing to take out. The lady who said she was going to screen me for cancer. When I never scheduled an appointment with her for a cancer screening. Who cut out parts of my gums. Cut through the upper center part of my mouth and other places. No cancer was screen. Then they took pictures of my face and side view for their internet files that were never authorized by me, and I would like to have them removed from their internet files (dentist). Also I would like to know what's in the dentist chat room about me. They are refusing to repair the teeth, the female dentist cut 3/4 of the way out. I do not have a telephone. It's hard to stay alive like this. However, I would appreciate an appointment with someone who could look at the damage and see if anything can be done to stop some of the deadly pain.